Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.0/1.5/112 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced excessive vaulting; significant reduction of irido-corneal angles; glare/haloes. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as a patient related factor and noted "most probably the posterior sulcus is narrower then average statistically expected"; the device failed to perform as intended.